Event description:
Due to inflammation observed one day postoperative, the cornea flap was lifted and one eye was irrigated. Pt prognosis is good.

Event description:
Due to inflammation observed 1 day postoperative, cornea flap was lifted and 1 eye was irrigated. Pt prognosis is good.